Event description:
Customer reported a blood glucose (bg) level of 2.5 mmol/l; cause was unknown. Customer consumed carbohydrates to successfully resolve the bg. Customer declined a supplies/system check.